Event description:
The tech alleged the head brake casters are not holding and ratchet in brake mode. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.